Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter errors. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 08-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that due to the error messages she had contacted her doctor. Customer had gone to the doctor's office and they had provided her with a different brand meter. Customer was not experiencing symptoms at the time of the doctor visit, she had gone due to the errors and wanting to test her blood glucose. Customer stated the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for error messages (e-5 and e-0). The customer feels well and did not report any symptoms. No medical attention was reported at the time of the initial call as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification, customer had just obtained the product and was using it for the first time. The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Sections with additional information as of 18-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.